Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and successfully implanted. There were no complications that occurred during the procedure. Post procedure it was noted that the closure device had embolized out of the laa and into the aorta. The closure device was successfully removed from the patient and there were no patient consequences that were reported to have occurred.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and successfully implanted. There were no complications that occurred during the procedure. Post procedure it was noted that the closure device had embolized out of the laa and into the aorta. The closure device was successfully removed from the patient and there were no patient consequences that were reported to have occurred. It was further reported that this device did not embolize. The physician used this 27mm closure device at first, but the pass criteria was not fulfilled before release and was safely removed from the patient.

Manufacturer narrative:
B5, h2, h6: updated.